Event description:
As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the pt's device, this file was found to be possibly related to a short-circuit condition. It was reported to the MFR that the vns pt was seen by the treating physician for a follow up visit due to an increase in seizure activity, below the pre-vns baseline, and the pt was no longer feeling normal delivery of stimulation. The pt subsequently had the generator replaced. The explanted generator was returned to manufacturer, where analysis confirmed proper generator function.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.